Event description:
It was reported that the programmer displayed an error message during powered on. The caller rebooted the programmer and the issue was resolved. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).